Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath, the arteriotomy locator, guidewire and the carrier tube assembly were returned along with the header bag. Visual inspection revealed that the guidewire was inserted into the locator/sheath assembly. The locator was found to be properly mated with the hemostasis sheath and the tip of the locator was bent. The alignment of the blood inlet holes was checked, and dried blood-like substance was observed within the blood inlet holes of the sheath/locator assembly. Dried blood-like substance was also observed on the locator drip hole. No other visual anomalies were noted. For further evaluation, the locator/sheath assembly was attempted to be flushed with water and it was noticed that the cause of the blockage was dried blood like substance inside the locator. The assembly was again flushed, and normal water flow was confirmed from the drip hole of the locator. No other gross anomalies were noted. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.057" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that extreme off-axis angulation after insertion into the anatomy, the locator not actually being within the artery, or blocking of the inlet holes/drip hole by dried blood substance, may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that no backflow was seen upon the angio-seal sheath advancement. Patient was not obese and did not have any calcification in the artery. The patient was not harmed. Patient was treated as intended. Manual compression was used to achieve hemostasis. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 31july2020: the procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (ptca) using a 6fr sheath. An angiogram was performed. There were no devices were deployed as the physician withdrew the device after backflow was not observed.